Manufacturer narrative:
Product not yet returned for evaluation. Will send follow-up upon receipt and evaluatio completion. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
The DHR and 3shape review shows the design is to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Recall #z-1215-2014.

Event description:
Abutment fractured during placement.